Event description:
Procedure: laparoscopic esophagectomy. Reportedly, after firing, the staple cartridge bowed and the dlu locked on the distal stomach tissue. Plastic pieces broke off and fell into the cavity. Converted to an open procedure to control bleeding. No transfusion required. Unknown if peri-strips were used.